Event description:
Customer reported an incompatible crossmatch which was called compatible by the echo. The patient has a history of anti-e. Two samples from the patient were reactive with cell #2 (e+e-) in antibody screening performed on the echo. The patient sample was crossmatched on the echo with 8 different donors and all were reported as compatible. Two of the donor units typed as e+.

Manufacturer narrative:
Review of event logs from the instrument do not reveal any errors. Review of instrument images show that xm reaction with both donors is negative. Review of monolayer images from both xm wells shows monolayer appears as expected. Daily probe alignment and probe vertical position maintenance performed as expected; daily camera calibration and alignment (during initialization) performed as expected. Antibody screening and crossmatching were performed using an in-house echo instrument with three donors of known e+e+ phenotype and one e-e+ phenotype with anti-e (human source diluted 1:4, 1:8, 1:16, 1:64 and 1:128), using retention capture-r ready-screen (3), lot r017 for antibody screen confirmation (r016 was expired when complaint was received) and capture-r select. All dilutions of anti-e were reactive with cell ii (e+e-). The donors with e+e+ phenotypes were incompatible with all the anti-e dilutions tested. The donor with e-e+ phenotype was compatible. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.